Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event caused by stress of repeated use, external factors, or handling. However, a definitive cause could not be determined. The event can be detected by following the instructions for use which state: inspection method for the suggested event is described in the operation manual for airway mobilescope maf-gm/tm ¿chapter 3 preparation and inspection 3.6 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the airway mobilescope exhibited the image guide tube peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.